Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Pump received with high stop current due to c13 voltage leak on interface board.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer reported that there were cracks on top of battery compartment. The customer also reported diminishing battery life and the battery lasted more than one week . The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.